Event description:
Pt in respiratory failure was intubated with cuff inflated. Nurse replaced feeding tube after pt had removed previous tube. Portable chest x-ray for tube placement done and demonstrated tube in left lung. Physician deflated et cuff and removed feeding tube. Repeat chest x-ray showed pneumothorax. Chest tube placed with difficulty due to obesity of pt. Resuscitation unsuccessful.